Manufacturer narrative:
(B)(4). Baxter medical assessment: in a poster publication referring to an interhemispheric approach to a suprasellar hypothalamic germinoma floseal has been used for the control of bleeding from the right pericallosal artery (larger cerebral artery which can result in significant bleeding) hemostasis has been achieved, but patient has been diagnosed with a mass that was interpreted in the MRI as a hematoma or recurrent tumor. During revision surgery the partly calcified structure adhering to the pericallosal artery and surrounding structures has been diagnosed histologically as a foreign body granuloma of the implanted floseal. These findings are indicative for a too slow application and/or approximation of floseal, and lack of intraoperative excess material irrigation after hemostasis was achieved. Similar findings in other anatomical areas have been described repeatedly in the surgical literature. The foreign body reaction and granuloma formation is the result of an incorrect product application (non irrigation of excess product). Documented retraining of the surgeon (review of the content of the instructions for-use) is recommended. A follow-up report will be submitted upon review of the instructions for-use with the surgeon and the completion of the manufacturer's investigation.

Manufacturer narrative:
(B)(4). Baxter hayward completed the investigation. Sample evaluation and batch review could not be performed as no sample or lot number was provided. The floseal instructions for use (IFU) was reviewed and it was found to be sufficient and accurate. No trend was identified. Per hayward, no further investigation is required. Multiple attempts were made to retrieve additional information and to re-train the customer on the appropriate use of the product as per IFU, however no response was received. A final written request was made on the additional information and outlining the importance of irrigating excess and the appropriate use of floseal as per IFU. This case will be kept on file for trending purposes.

Event description:
It was reported from a literature (chowdhury, samyami sangeeta et. Al. "Flosealoma - an unusual intracranial mimic in a child." Springer - childs nervous system (2014) 30:727-800. Pp65.) That a patient experienced a foreign body reaction and granuloma formation in which floseal was used. Introduction: we describe a young girl with a background of suprasellar germ cell tumour, presenting two months post-surgical resection with a recurrent lesion in the tumour track. Due to diagnostic uncertainty a redo surgery was performed to resect the lesion that revealed a foreign body granuloma. We discuss the aetio pathogenesis and the management of this rare occurrence. Case description: a (B)(6) girl presented with a three week history of increasing thirst, headache and complete vision loss in right eye. MRI brain revealed a suprasellar lesion. A subtotal approach was carried out for a biopsy and debulking initially and subsequently underwent an interhemispheric approach for radical excision of the lesion. Histopathology revealed a secreting germ cell tumour that needed adjuvant chemotherapy. During debulking, there was bleeding from the right pericallosal artery. Bleeding was controlled using 5mls of floseal hemostatic matrix. Two months later, the patient presented with worsening endocrine symptoms. A post-operative MRI revealed a possible haematoma or recurrent tumour in the surgical tract. Due to diagnostic uncertainty, a redo craniotomy and resection of lesion on the corpus callosum was undertaken. The lesion was adherent to the pericallosal vessel and surrounding structures. The lesion was noted to be calcified and further histopathological analysis revealed a foreign body granuloma. Discussion: haemostatic matrix agents are thrombin-gelatin sealants used regularly in both cranial and spinal procedures. The gelatin and thrombin components are mixed together at the time of use and are activated, facilitating clotting when in contact with blood. The median time for degradation for this product is 30 days in comparison to oxidized cellulose and collagen products that have median degradation of 60 days and 90 days respectively. Complications and adverse effects due to haemostatic matrix are rare in the paediatric age group; however, these are known to occur under similar clinical scenario in adults. This complication appeared within the time frame mentioned above and it is difficult to exclude the possibility of tumour recurrence. Conclusion: the possibility of the foreign body granuloma should be considered as a possible differential diagnosis in such circumstances along with neuroradiological input. Surgical exploration may be warranted as there is usually a diagnostic dilemma and further management depends on the final histopathology.